Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering various physical, mental and emotional injury and eventually contracted a latex allergy.